Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
Additional information was received from the patient reporting that the patient did not use their scs anymore because they had never gotten any results. The patient wanted to know what to do with their external equipment. The patient reported that they got a shocking sensation in their legs that was aggravating.

Event description:
It was reported that the stimulation was in the wrong location and the patient had never gotten therapeutic effect. The patient worked with her health care professional (hcp), and he told her that her leads were not in the appropriate location to address her pain. The leads were implanted to address pain in the legs, but the patient's problem was her hips. The patient had since gotten hip replacement surgery. It was reported that the patient kept her implantable neurostimulator (ins) charged just in case her hcp decided to do a lead revision at some point in the future. However, the patient did not really want to have another surgical procedure. The patient was advised to contact her hcp. Follow-up information received indicated that the patient did not have concerns with her device or therapy.

Event description:
Additional information received reported that despite the patient¿s efforts she was never able to get the stimulator the help her.

Event description:
Additional information stated the patient ¿never had a therapeutic effect.¿ it was reported the patient¿s stimulator ¿never helped her with pain relief¿ and she wanted to ¿try and use it again to see if it will relieve her pain.¿ the patient wanted stimulation in her hip and leg and noted ¿the tingling in her leg was more annoying than helpful.¿ the patient further noted her leg was ¿getting real bad¿ and she was ¿to get a cortisone shot¿ the week after report. It was stated the patient was able to recharge.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).